Event description:
On (B)(6) 2012, this pt underwent a procedure to treat an abdominal aortic aneurysm. The physician attempted to insert an 18 fr gore dryseal sheath from the right external iliac artery (reia); however, it was reportedly too narrow to insert the sheath due to measuring 3.6 - 5.8 mm. An attempt was made to insert the dilator without the sheath; however, there was resistance in advancing the dilator. After trying to dilate the reia with angioplasty, another attempt was made to advance the dilator without the sheath into the reia. During insertion, the reia ruptured and the pt's blood pressure dropped. The pt was converted to open repair. It was reported the pt expired the same day. The cause of death was reported to be hemorrhage from the iliac rupture.

Manufacturer narrative:
Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.